Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, the disposable handpiece was hard to install into the motor drive unit and the handpiece stopped functioning in the middle of the case. A second handpiece was tried and the same issue occurred. A second motor drive unit was used to successfully complete the procedure with no patient consequence.